Manufacturer narrative:
The returned device was evaluated. During this testing it was determined that the ac/dc power module on the system board was not outputting dc power which would prevent the battery from charging. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that this device is not charging the battery and will engage in monitoring as long as battery still has power. No consequences or impact to patient were reported.